Event description:
Nurse was accessing a patient's port for discharge from ed. The nurse noted that it was more difficult to remove patient's port. While she was pulling the butterfly portion of the huber needle, it became disconnected from the needle. Ed physician's guidance, sterile procedure was used to remove the needle with tweezers. No remnants of the needle were left in the patient.